Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient failed to charge their ipg as instructed by the manufacturer. In turn, the ipg became inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced, which addressed the issue.

Manufacturer narrative:
Date of event is estimated.